Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 and released on (B)(6) 2020 with blood glucose of 192 mg/dl. When the blood glucose was checked in emergency room the blood glucose was 192 mg/dl. On (B)(6) 2020 customer turned insulin pump back on and everything was normal then they were released on friday. The customer was treated with insulin drip. The customer stated that on (B)(6) 2020 in morning they woke up with blood glucose of 447 mg/dl. Then the ambulance was called. The customer was again hospitalized on (B)(6) 2020 for 3 days with blood glucose of almost 500 mg/dl. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.